Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit was unable to calibrate pressure drive regulator. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. The field service engineer (fse) that encountered the issue replaced the drive regulator. The unit passed all functional and safety tests according to factory specifications. The failure analysis and testing dept. Received part number 0103-00-0633_a serial number: (B)(6). Pressure regulator with a reported unit failure unable to calibrate pressure drive regulator during preventive maintenance inspection. The fat dept. Performed a visual inspection of the part received and the part is in a good condition. The fat dept. Installed part number: 0103-00-0633 pressure regulator serial number: (B)(6) in the cardiosave test fixture and tested to factory specifications per procedure and the cardiosave service manual. The failure analysis and testing department is unable to replicate the failure. The fat dept. Was able to calibrate the pressure drive regulator. Retaining the pressure regulator in fat department per procedure.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).